Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that portion of display did not show pixel. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. However, insulin pump have a missing segments display anomaly due to cracked lcd zebra connector noted.